Event description:
On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat a 5.9 cm abdominal aortic aneurysm and 2.2 cm right common iliac artery aneurysm. On (B)(6) 2012, computed tomography angiography showed proximal type I endoleak on the trunk, reportedly due to an angulated neck and extreme abdominal aortic and bilateral common iliac artery tortuosity. It was reported that no aneurysm enlargement was identified. On (B)(6) 2012, an additional procedure was performed whereby five helifix staples were implanted at the proximal implantation site. It was reported, the endoleak was still seen after the staples were placed, so an aortic extender component was implanted for proximal extension. The endoleak resolved with the implant of the additional device, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.